Event description:
The advocate called for help with the customer's meter. He stated that he had performed a control test prior to calling and received a result of 181 mg/dl. While troubleshooting he performed another control test and received a result of 186 mg/dl. The normal control range was 96-133 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read an average of 50 mg/dl high, out of specification. Performance was satisfactory using the retention sample.